Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd pump under infused, did not deliver the cassettes contents. It was reported the end user changed out the affected cassette with another cassette resolving the issue. No adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a cadd pump under infused, did not deliver the cassettes contents. It was reported the end user changed out the affected cassette with another cassette resolving the issue. No adverse patient effects were reported.